Event description:
Follow-up identified surgical intervention as the next course of action to address the issue. Subsequently, the ipg was explanted on (B)(6) 2015 and the lead was left implanted.

Event description:
It was reported the patient felt stimulation when the system was turned off. The sjm representative met with the patient to confirm the system was off, and the patient still reported she felt stimulation in the normal area. It was reported the stimulation would increase once the ipg was turned back on. The sjm representative provided the patient with a test program containing neutral contacts and the issue persisted. It was reported the physician did not believe the issue was related to the system. Follow up identified the patient was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.